Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose was 421 mg/dl. The customer was treated with syringe. The customer declined troubleshooting for high blood glucose. It was also reported that they had no delivery alerts and problems with insulin pump. The customer was advised to replace the set and reservoir as soon as possible. The insulin pump will not be returned for analysis.